Event description:
Pt with chronic gastroesophageal reflux disease and a daily anti-secretory drug requirement. Pt had a history of previous gastric surgery with altered anatomy during endoscopy and catheter passage. The balloon on the first catheter was noted to be punctured during the first delivery of "rf" and was removed and replaced with a second catheter. The case was completed without difficulty. One hour after the procedure, the pt developed nausea and vomiting due to a reaction to fentanyl sedation. Pt also complained of epigastric discomfort. It was elected to admit the pt for anti-emetic therapy. A swallowing study was performed and showed no sign of perforation. The pt continued having vigorous vomiting overnight. A CT scan was performed on day #1, which showed a small amount of air in the peritoneal space. The pt was given nasogastric suction and antibiotics for 8 days. A repeat swallowing study was performed on day #8, which showed no sign of a leak. The physician's impression is that the catheter tip may have injured the gastric mucosa during passage through the altered anatomy. The vomiting incurred a barotrauma in this area, resulting in an air leak. The pt did not develop fever, sepsis, or a fluid collection, and mild leukocytosis resolved within 36 hours. The pt was discharged to home, and pt is currently well with no adverse sequelae.